Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of batch reay0949 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reay0949) have been reported from the same facility.

Event description:
It was reported the PICC occluded on (B)(6) 2018 and PICC removed. Kink felt and seen at 10 cm mark. Add info rcvd (B)(6) 2021: explant date: (B)(6) 2018. What type of catheter securement was utilized: statlock catheter stabilization device.